Event description:
Healthcare professional reported that the valve was explanted approx. 123 months post implant due to endocarditis. Organism reported as streptococcus unitis. The valve was replaced with a homograft and returned for analysis